Event description:
During catheter placement, the nurse looked away and the catheter embolized in the pt's arm. The suture wing has not been placed on the catheter when this occurred. The pt was taken to radiology where the catheter was snared out.